Manufacturer narrative:
The customer indicated the qc run was within the spec prior to the event. Service summary (post event): a field service engineer (fse) inspected the instrument and discovered a leak on a reagent probe. The fse adjusted the reagent probe tubing. The fse verified that the leak was repaired. The fse restarted the instrument and conducted a qc run. The results of the qc were within spec. Due to the lack of pt and event info, a malfunction will be assumed for the purpose of this report. Beckman coulter feels that this event required reporting under 21 cfr part 803.

Event description:
A customer contacted beckman coulter regarding the low results for phenytoin, lipase, salicylate, acetaminophen, and iron that were generated by the sychron lx20pro instrument. The customer indicated low results were reported out of the lab. The customer did not provide any of the reported values, pt date or any add'l info regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.